Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratch on lens once inserted in the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, observed a scratch on lens once inserted in the lens. The procedure was completed during the initial procedure. Additional information has been received that there was no patient harm reported. Additional information has been received and stated that in surgeon¿s opinion it was injector or cartridge that caused the event.

Manufacturer narrative:
Correction: on smdr 1 the clock start date was selected incorrectly. It should have been (28-may-2024 11:48 pm) not (29-apr-2024 11:18 am). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.